Event description:
The surgeons, reported the following event to the sales rep, "following the chantournement of the plate on several levels, this one broke."

Manufacturer narrative:
The failure of breakage (excessive bending and subsequent overload breakage) could be confirmed. In the case that the plate does not fit to the bone (e.g. In clavicle nonunion) bending of the respective plate may be required. Correct bending of the plate, and positioning of the plate is part of the surgeons' education. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, the physician should avoid sharp bends or reverse bends. Bending the device at a screw hole, as the one reported, should be avoided as well. This consideration goes well in line with the reported failure. Based on the investigation, the root cause of the reported broken plate was attributed to a user related issue. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No indications pointing to any material, manufacturing or design related problems were determined during the investigation.

Event description:
The surgeons, reported the following event to the sales rep, following the contouring of the plate on several levels, this one broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.